Event description:
In jan. 06, the lay user/healthcare professional contacted lifescan alleging that she had an allergic reaction. Due to using the one touch ultrasoft lancets and evidently developed a rash on her fingers and hands. The senior medical affairs rep. Mailed a leter three days later, since the lay user could not be reached by telephone.the lay user confirmed that she is "allergic to all metals, except stainless steel", she had not sought any medical attention in response to the allergic reaction prior to contacting lfs. She reported that she was going to get her hand checked in jan. 06. She was informed that the lancets contain between 7.0% to 10.5% nickel and are medical grade stainless steel. She reported that she would continue using the same lancets on her other hand to determine if the rash would reoccur.this complaint is being reported due to the following conclsion: the healthcare professional alleged an allergic reaction (rash) due to the reported product.